Event description:
The customer reported that the syringe clamp was broken. During in-house testing, the unit failed to alert load syringe plunger. There was no pt injury or treatment associated with this event.